Manufacturer narrative:
Additional information: the customer declined ge healthcare service. No repair information available. Corrected information: block h10 related report numbers completed referencing the user reported medwatch. Block h10 was not completed in the initial MDR.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a3, a4, a5, and a6: no further information available. G2 report source other: medwatch# (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
12-nov-2024: per medwatch report # (B)(4): "during a case in the or, anesthesia ventilator monitor went blank. Called biomed and equipment techs for assistance. When troubleshooting with equipment techs the ventilator stopped working. Anesthesia machine switched out in the middle of surgery. Patient required manual ventilation intervention."